Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4-5 tlif (posterior approach) on (B)(6) 2016, the spacer became dislodged from the inserter while impacting it into the disc space. The spacer went beyond and all the way through the disc space. Multiple x-rays were taken, which identified the location of the spacer as being out of the disc space and in front of the vertebral body. The surgeon spent additional surgical time trying to retrieve the spacer. A navigation spin was used in an attempt to get close enough to retrieve the spacer. There was a two hour surgical delay and surgeon was unable to retrieve the spacer from the retro-peritoneal space in front of the vertebral body. Surgeon placed a second spacer in the disc space, as the first spacer went completely through the disc space, which allowed space for proper placement of the second spacer. Surgeon was able to complete the procedure that was originally intended. The screws were already in place and the surgeon was able to place the rods and locking screws and final tighten the hardware for completion of the procedure. It was decided that a second, anterior procedure would be performed on (B)(6) 2016 by an access surgeon to retrieve the spacer, as it could not be retrieved from the posterior approach. This event is being captured under (B)(4). This is report 1 of 2 for (B)(4)..